Event description:
The customer reported to olympus that during reprocessing, the evis lucera elite colonovideoscope tested positive for moraxella osloenis with 5 cfus when sampled on (B)(6) 2023. The biopsy port, air/water channel, and auxiliary channel were sampled during the tests. The scope was new and had not been used for any procedure. The customer used a boroscope and found scratches and lines in the instrument channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
B5 was corrected.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the legal manufacturer's final investigation and the device evaluation. The device was evaluated where no abnormalities were found that could have led to the positive culture. No abnormalities were found with the device. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the reported event was not confirmed as the scope was not microbiologically tested by olympus. The device has been discarded. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process, however they did report that cds was performed both manually and by machine. The detergent used was cantel/intercept and the disinfectant was cantel/advantage plus. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, there were no suspected patient infections due to the facility findings. The scope was new, had not been used for a procedure, and was stored in an olympus scope case. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that during reprocessing, the evis lucera elite colonovideoscope tested positive for paenibacillus glucanolyticus with 1 colony forming unit (cfu) when sampled on (B)(6) 2023 and moraxella osloenis with 5 cfus when sampled on (B)(6) 2023. The biopsy port, air/water channel, and auxiliary channel were sampled during the tests. The scope was new and had not been used for any procedure. The customer used a boroscope and found scratches and lines in the instrument channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.